Event description:
It was reported that the customer was hospitalized due to high blood glucose of 303mg/dl, and she was treated with an insulin drip. Troubleshooting was performed. The programming and settings on the insulin pump were correct. Reviewed the bolus history and found a few corrections, but the customer denied giving herself the boluses. Advised to call back when the tubing clamp arrives to perform the high pressure test. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.